Manufacturer narrative:
This report is submitted on 14 may 2020. (B)(4).

Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the device was explanted (on an unknown date) for a cholesteatoma infection. It is unknown if the patient has been re-implanted with another device.